Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported occlusion in lipid filters, and that they 'broke' open when trying to flush. There were 2 used samples of material me1225 and lot 23029211 returned. The sets were visually examined for defects and abnormalities. No defects or abnormalities were observed, just tape from the customer pointing to the air vent. The sample was tested in lab by priming with water, and the filter showed no signs of occlusion, but there was leakage from all around the filter. The occlusion and flushing by the customer seemed to have busted open the filter at the seams and the leakage was coming from in between the top and bottom pieces of the filter. The filters were sent out to the filter supplier, and they found the root cause to be welding inconsistencies that was not caught by their process. They have since instituted a vision system the ensures accuracy in the line to detect weld inconsistencies in the filters. They have also moved production of this part number to a new work center. Device history record review for model me1225 lot number 23029211 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was damaged. The following information was received by the initial reporter with the verbatim: please see two other product incident reports for our me1225 micron filter. Leaking from circle on filter. I just had an issue reported from this weekend to me about the lipid filter "occluding" after being paused for an infusion and the nurse tried to flush it. When he tried to flush it, the filter broke open and lipids leaked everywhere.